Manufacturer narrative:
Device evaluation update: it was documented in the previous report that the assignable root cause was determined to be due to premature wear. However, further investigation review determined that the root cause was identified as normal wear. Therefore, the assignable root cause has been re-coded as normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter¿s complete mailing address was not provided. Reporter¿s phone number was not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event. It was reported from (B)(6) that the motor device and two attachment devices had cutting burrs that did not rotate stable after insertion. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date the device was returned to the manufacturer was reported as july 19, 2018 in the initial report and has been updated to july 24, 2018. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had worn bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device evaluation update: it was documented in the previous report that the assignable root cause was determined to be due to wear from normal use and servicing. However, investigation review determined that even though the root cause was identified as normal wear, it was not appropriate as the device was returned for service within the recommended service interval timeframe (1 year); therefore, the assignable root cause has been recoded a premature wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.